Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements of 126 ohms. Technical services (ts) was consulted and continue to monitor was recommended. No adverse patient effects were reported. This system remains in service